Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The device was manufactured on 15-sept-2011. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: d10. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported event. The root cause is attributed to device design. A design change was implemented in 2014 to address the issue. The device was manufactured on 15-sept-2011. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument´s both "noses" of the locking mechanism broke off. One metal fragment was found remaining in patient, the whereabouts of the second fragment is unknown. Patient underwent primary knee-tep left side on (B)(6) 2020, it is unknown whether both fragments broke off on this date/during this surgery.